Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The ventilator was investigated on-site by our field service engineer. One of the pressure transducer pcb (printed circuit board) was replaced but not returned for investigation. The device logs were not received. Since no parts were returned for investigation, the root cause of the reported failure could not be determined.

Event description:
Manufacturers ref: # (B)(4).